Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is listed in the product instructions for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 12 days post stent implantation in the heavily calcified internal carotid artery, using an rx acculink, the patient was admitted to the hospital with severe head pain. A scanner found a dissection of the internal carotid artery distal to the implanted stent. The patient has been treated with antiaggregant medication and will be transferred to a rehabilitation center. The physician stated that the patient was perfectly fine post procedure and the dissection was not product related. Though requested, no additional information was provided.